Event description:
It was reported by repair work order that the left siderail cable was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the assist system cable

Event description:
It was reported by repair work order that the left siderail cable was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.